Manufacturer narrative:
The device was received on (B)(4) 2011. The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 19.9 ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20 ml +/- 1ml (+/- 5%). Based on the data verified, hospira could not attribute the issue to the device. The technology of the plum 1.6 list# 02507 does not contain a pump history that provides past programming settings. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported inaccurate delivery. The device was returned to service center with a note that stated, the device "does not deliver the programmed volume." No specific pt info, device programming, or event details were provided. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.